Event description:
It was reported that the patient had visited the Emergency room (ER) with Diabetic Ketoacidosis (DKA) in (b)(6)2026. The patient's blood glucose levels reached the range of 400-500 mg/dL while wearing the Pod between 4 and 24 Hours. The Patient stated he was getting an alert of missing sensor values on his controller, and he ended up going to the emergency room. Symptoms including nausea and vomiting. The patient was diagnosed with a DKA and Hyperglycemia. The patient was treated with intravenous (IV) Fluid. The patient was discharged on the same day. The patient discarded the Pod. The patient stated that his glucose levels were regulated and was able to place a pod and a sensor thereafter.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 4.0.2.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: L2+.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.